Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No unexpected trace pointers are invalid, history pointers failed and history pointers are corrupted error, post-reset ram crc alarm noted during testing. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error and he had high blood glucose level. Customer's blood glucose value was unknown at the time of the incident. The customer was declined with troubleshooting. Customer will be returned device for analysis.